Event description:
It was reported via repair work order that the bed hi/lo functions could be impacted due to the motion interrupt pan being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.